Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported missing led segment on a rad-5. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using lab stock batteries; however, an led segment on the upper led digits display failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection revealed one led segment on "d2" on the system board likely had borderline faulty led, causing the led digits display to not illuminate. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.